Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm due to moisture damage keypad traces. No moisture damage on electronics noted. The device was received with cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube.

Event description:
It was reported that the customer received a button error alarm on her insulin pump, after the pump may have been exposed to sweat. Her blood glucose level was 105mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.